Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc dialed into the system remotely and verified that the customer replaced the probes. Upon the ccc's instruction, the customer replaced the source lamp and ran quality controls, which were acceptable. The customer also stated that they have changed their sample handling procedure for the hcg samples. The customer did not obtain any other discordant results. The cause of a discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The patient sample was previously tested as positive. The discordant result was reported to the physician(s), who questioned it. The sample was run in an alternate laboratory, resulting positive. The sample from the original aliquot was run on the same instrument, also resulting positive. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.